Event description:
A user facility reported this lma would not remain inflated while it was being used in a pt. There was no pt injury or problems. The user facility has been requested to return the device for evaluation.